Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, during a routine cerumen management process, the cochlear electrode array was inadvertently removed from the cochlea and into the ear canal. The patient's device was explanted in 2007, and a new device was reimplanted during the same surgery.